Event description:
It was reported that the quantum system is showing an error. When the system was checked, f4 hardware error was observed. No backup device was readily available so procedure had to be completed without the unit. No patient injury was reported.

Manufacturer narrative:
The returned controller, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection shows there are no manufacturing abnormalities during the observation. No loose components could be detected and no visual damages were visible. The seal on the top cover was broken. During the functional test, the device was powered up and generates an f4- hardware failure. Further functional evaluation could not be performed as the failure could not be reset. The complaint was verified and the root cause could be determined as an electrical component failure on the mainboard. There were no indications to suggest the device did not meet product specifications upon release into distribution.